Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The product analysis team reviewed the photo included in the complaint. The review is documented below. [Photo review]: the photo shows a crack on the right side of the luer hub. No other damage as observed. The issue regarding the luer hub being cracked was confirmed based on observed cracked condition. This investigation was performed based only on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. A review of manufacturing documentation associated with this lot (31749653) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. All product rejected during manufacturing were identified as scrap and properly accounted for. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that before the angioplasty procedure on (B)(6) 2026, the outer device packaging and the device, a 90 cm cerebase straight distal access (da) guide sheath (gs9090sd / 31749653), were inspected and found to be in good condition. During the process of creating access, the physician found that blood was oozing from the luer hub. The physician inspected the luer hub and found that it was cracked. The device was retracted and a new cerebase was used to complete the procedure. There was no report of any negative impact on the patient. A photo of the complaint device included. The product analysis team will review the photo included in the complaint. On (B)(6) 2026, additional information was received. The information indicated that the procedure was targeting the middle cerebral artery (mca). It was not an adapt (direct aspiration first pass technique) case. The vessel was not excessively tortuous with acute bends. There was no difficulty in removing the device from the packaging. The information confirmed there was no negative patient impact. There was a ¿10-15-minute¿ delay, however, whether the delay was clinically significant was not provided.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 90 cm cerebase straight distal access (da) guide sheath was received contained in the decontamination pouch. Visual inspection was performed. As observed in the photo that was included in the complaint, the luer hub was found broken at the thread area. Microscopic inspection did not reveal any further damages. The reported issue that the hub of the catheter was broken was confirmed during the device inspection. Hub damage is a potential failure mode that can result from the handling of hemostasis valve and hub where excessive force may have been inadvertently applied, causing device damage. Devices undergo 100% inspection for hub damage during hub injection molding process. Thus, it is not likely that the device left the facility in a damaged condition; intra-operative factors may have contributed to the issue reported, however, with the amount of information available, a root cause cannot be established. A review of manufacturing documentation associated with this lot (31749653) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. All product rejected during manufacturing were identified as scrap and properly accounted for. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instruction for use (IFU) contains the following caution: exercise care in handling the intermediate catheter to reduce the chance of accidental damage. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 09-apr-2026. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.